Event description:
The customer generated falsely elevated phosphorus results while using the architect c8000 analyzer. The customer provided the following data (mg/dl): provided reference range is 5.6-10.5 mg/dl. (B)(6) 2021: sid: (B)(6). Initial result reported to provider: 12.74 mg/dl. Retest results: 6.13 and 5.93. Report was result corrected and provider was notified. (B)(6) 2021: sid: (B)(6). Initial result reported to provider: 13.70 mg/dl. Retest results: 4.56 and 4.52. Report was result corrected and provided was notified. Sid: (B)(6). Initial result reported to provider: 14.66 mg/dl. Retest results: 5.09 and 5.19. Report was result corrected and provider was notified. (B)(6) 2021: sid (B)(6): initial 16.60, retest 6.78. Sid (B)(6): initial 14.14, retest 4.51. (B)(6) 2021: sid (B)(6): initial 10.17, retests 4.84 and 4.82 no impact to patient management was reported.

Manufacturer narrative:
Component code: g03001. The field service representative (fsr) was dispatched to inspect the instrument. The fsr added a smartwash. No additional discrepant result issues have been reported since this activity was completed. A review of the service history for the architect c8000 identified no additional contributing factors and no additional events associated with discrepant/ erratic results have been reported. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
(B)(4) was this device serviced by a third party: noan evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer generated falsely elevated phosphorus results while using the architect c8000 analyzer. The customer provided the following data (mg/dl):provided reference range is 5.6-10.5 mg/dl.(B)(6) 2021:sid: (B)(6)initial result reported to provider: 12.74 mg/dlretest results: 6.13 and 5.93report was result corrected and provider was notified.(B)(6) 2021:sid: (B)(6)initial result reported to provider: 13.70 mg/dlretest results: 4.56 and 4.52report was result corrected and provided was notified.sid: (B)(6)initial result reported to provider: 14.66 mg/dlretest results: 5.09 and 5.19report was result corrected and provider was notified.(B)(6) 2021:sid (B)(6):initial 16.60, retest 6.78 sid (B)(6):initial 14.14, retest 4.51(B)(6) 2021: sid (B)(6):initial 10.17, retests 4.84 and 4.82 no impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.